Event description:
Customer reportedly obtained a result of 7 mg/dl on the advantage meter. Customer states, that he felt shaky and drank juice at that time. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl. No information provided to indicate where issue discovered.